Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer was using apidra insulin within the pump supplies. Tandem technical support educated the customer that apidra insulin is off label per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm with high ketones. Reportedly, the customer administered a manual injection to address elevated bg level.